Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient was unable to test his blood glucose because his onetouch ping meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013, at 10am. The reporter stated the patient uses insulin pump therapy to manage his diabetes. The reporter stated the patient made no changes to his usual diabetes routine. The reporter stated about 3 hours later the patient developed symptoms of ¿confused, thirsty and hungry¿ which were associated with low blood glucose. The reporter stated the patient was given glucose tablets on (B)(6) 2013, at 1pm, as treatment. The reporter stated on (B)(6) 2013, at 2:30pm, a blood glucose reading of ¿74mg/dl¿ was obtained on a onetouch ultramini meter. At the time of trouble shooting, the cca noted that this was not the first time the meter had been used and there was no misuse of the product. The cca noted that the battery did not need replacing. The patient was found to be using the correct test strips. When a new test strip was inserted, the meter did not turn on. When the power button was pressed, the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he developed symptoms suggestive of hypoglycemia and required treatment to prevent further injury.

Manufacturer narrative:
Follow-up # 1 ¿ (10/09/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 9/26/2013 and 10/1/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.